Event description:
The fiberoptic cable inside the iabp became brittle and ultimately broke after four days of use. Typically, these devices stay inside of a patient for twenty-one days before replacement for infection risk. This ultimately caused the patient to no longer qualify for the current transplant status she was at and had to be dropped back down on the transplant list.